Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is reported that ¿needle in the first step broke¿ did the needle break during use on patient (suturing)? If no, explain what is meant by first step. Did the same device that had needle breakage also had suture thread broken during this procedure? Did the needles and sutures broke during use in multiple procedures? Were all events previously reported? If yes, please provide pc numbers. If no, a separate file needs to be opened to document each procedure with all following details- event date, procedure name, quantity involved, event description stating when during the procedure the each device had needle/suture broken? How was case completed? Any adverse patient consequences? If yes, explain and indicate what medical/surgical intervention was provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle in the first step broke in the middle. It was also stated that the needle always breaks and the wire breaks. There were no adverse patient consequences reported. Additional information has been requested for clarification.

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: the problem is that some threads burst or detached from the needle. The dr. Has now confirmed that the procedures were for exodontia (tooth extraction), and that there was no greater damage to the patients beyond the time of surgery of the professional and increase of the time ff the surgical postoperative to the patient. She pointed out that on lot aj1837 the problem was almost with 100% of the sutures. Therefore, we do not have the exact number of patients that had a procedure with this lot of suture, nor the event dates, nor how many threads detached from the needle and how many of them burst. Q: how long was the surgery increased? "On average, three times the normal time, because in a single suture, it was necessary to use up to 3 wires to complete." Q: you said that there was an increase in the time of the post surgical time to the patient. Why did this increase occur? "Because the more times the needle passes through the gum, the more it becomes torn, and the recovery becomes more compromised." The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.